Event description:
It was reported that after a successful carotid stent procedure (date unknown), the patient experienced l sided minor (1) facial paresis; there was no treatment. No additional information was available.